Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4 cm diameter abdominal aortic aneurysm and a right iliac aneurysm approximately three months ago. It was reported that during an ivis imaging, the physician noted significant stent graft infold. The physician decided to implant a palmaz stent in the proximal part of the endurant bifurcated stent graft ((B)(4)) and distal to the renal arteries. The possible cause of the infolding was due to the distal aorta tapering down. No clinical sequelae were reported and the patient is fine. Review of returned cine during implant shows significant stent graft infolding within the bifurcate aortic body. Review of single final angio image was inconclusive due to the poor quality. The cause of the infolding is unknown; however, it is possible that stent graft oversizing may have contributed.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (stent graft infold); patient's condition affected effectiveness of device (likely due to tapered aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (likely due to tapered aortic neck).